Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. Customer's blood glucose level was 50 mg/dl. The treated with glucose tablets. The down and bolus buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, unexpected restart error test, displacement test or verify button keypad anomaly or unexpected restart and off no power alarm due to blank display.